Manufacturer narrative:
The investigation for the damaged side arm has been completed. The device was not returned for investigation. However, the clinical information was sufficient in determining the root cause, given the the nurse reportedly broke the sidearm with excessive force. It was concluded that the cause of the broken purge sidearm was due damage from excessive force. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68 year-old male in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge sidearm was broken. A purge system bypass was configured and support proceeded. There was no patient harm reported.